Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MDR ID:2134265-2016-02688. It was reported an aspiration issue occurred. During the use of an angiojet ultra system console and angiojet catheter in a thrombectomy procedure, very slow to extract the medication.